Event description:
This complaint is now reportable based on the analysis completed on 5/22/2006. It was reported that during a coronary drug eluting stenting treatment procedure the stent could not reach the lesion. However, the returned product confirmed that there was stent damage and the stent was free moving on the balloon. The target lesion was located in a very tortuous, severely calcified, 95% stenosed mid to distal segment of the left circumflex (cx) coronary artery. A medtronic 6fr ebu guide catheter and a bmw guidewire were inserted in the femoral artery. The lesion was predilated using a quantum maverick 2.5x8mm balloon. Then a 3.0x16mm taxus liberte' drug eluting stent was advanced but could not reach the lesion. The physician eventually stopped the case without implanting any stents in the left cx. The patient was reported in good condition after the case.

Manufacturer narrative:
Visual examination of the returned device found that the stent was severely stretched on the balloon. The stent struts were damaged. On closer examination of the stent it was noted that the stent was free moving on the balloon. No other issues were noted with this device. The root cause of this damage is unknown. No guide catheter was received for analysis. The shop floor paperwork was reviewed for this particular batch 7657992 and no anomalies were noted from this review that could correlate to the difficulties experienced by the physician during the use of this product. It was noted that no additional complaints have been received for this particular top assembly batch 7657992 of devices.